Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had an permanent out of range signal. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of a permanent out of range signal was confirmed. The root cause was determined to be a failed transmitter.